Event description:
It was reported that the user experienced hypoglycemia with a blood glucose of 63 mg/dl while using the ilet system and routinely pauses insulin; the user self-treated during the call with oral carbohydrates (soda) and reported no symptoms at the time, and education was provided regarding adherence to the device¿s correction protocol and consultation with a healthcare professional. Symptoms included low blood glucose without reported clinical sequelae. Outcomes included recovery to target glucose range during the call and completion of troubleshooting and education. Investigation included customer interview and review of device use and user technique. Investigation of this case revealed the cause of the hypoglycemia was unclear. It was concluded that no device malfunction was identified and user-directed education was provided regarding appropriate correction practices. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.